Event description:
The customer originally reported that the device jaws failed to open during a procedure and that there was no pt injury associated with the incident. The device was returned with a rubber boot from the jaw missing. The customer has been made aware of about the missing piece.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.